Manufacturer narrative:
Evaluation complete-final report. The investigation concluded that patient sample was neutralized by both mouse and goat lgg. Product labelling highlights hama. Additional information indicates the patient had been scheduled for a dr. Visit and the patient did not follow-up. No further patient information is available.

Event description:
The account obtained discrepant results when a serum sample was run on the device for a positive result yet the pt sample was repeat tested using the a quantitative beta hcg enzyme immunoassay for a result=<1.3 mlu/ml. The physician was aware of the discrepancy and no treatment was administered. The pt was being seen for vaginal bleeding and the pt had taken depo-provera. 2/27/96 was the date of the last depo-provera dose. The pt did not follow-up with the physician so the cause of the vaginal bleeding is unk.